Manufacturer narrative:
One device was returned for repair. No physical damage was found on the device. Service history review identified no indication that the complaint was related to a service of the device within the review period. Event log confirmed that there were no errors in the settings and no record of any alarms related to flow rate accuracy. Functional testing found the accuracy was within specification. The cause of the reported issue was not determined.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the flow rate accuracy is low. There was no patient involvement.